Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to retrieve the explanted device were unsuccessful. A review of the device history record revealed no rework. This is the final report.

Event description:
The pt was reportedly experiencing sound quality issues and decreased performance. External equipment was exchanged, however, the issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.